Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms. All other lead measurements are within normal limits. The physician inquired if he should replace the lead or place a new rate\sense lead. Technical services (ts) discussed that a separate rate\sense lead seems to work well and extracting the lead would be to the physician's discretion. No adverse patient effects were reported. Additional information indicated that an x-ray was performed and no abnormalities were found. The physician decided to perform a revision procedure. The physician noted no connection issues upon opening the pocket. This lead was surgically abandoned and a competitor's lead was successfully implanted.